Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high blood results. Result in memory on (B)(6) 2013 at 7:29am was 252 mg/dl. Caller states fasting results should be between 64 and 94mg/dl. No adverse event reported.